Manufacturer narrative:
The customer calibrated the touchscreen and the problem occurred shortly after. Based on information provided by customer, a remote service engineer (rse) advised to replace the user interface assembly to resolve the issue. The customer requested for the part identification of the user interface assembly, and it was provided. Upon multiple efforts to get information on the device repair, customer said that the reported issue was taken care of by the recall. Therefore, resolution and disposition cannot be determined due to lack of information.the complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Report date: 09jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen was unresponsive. The device was not in clinical use at the time of the event. There was no report of patient or user harm.